Manufacturer narrative:
The device was not yet received by the manufacturer for evaluation. The plant investigation is in progress and a supplemental medwatch report will be submitted upon completion of the investigation.

Event description:
A customer reported that the a1059 mayfield modified skull clamp was positioned with pins to a female patient's head. The surgeon turned the locking knob to lock position and locking knob would not stay locked under pressure. There was no patient injury and no known delay in surgery. The skull clamp was removed from patient's head and from service and another skull clamp was used. Additional information has been requested.

Event description:
N/a.

Manufacturer narrative:
(B)(4). The device was not returned for evaluation therefore the failure analysis to identify root cause to the end user's experience could not be determined. The device history record review could not be performed since the lot number or serial number was not provided. The reported complaint was not confirmed. No further investigation required based on the acceptability of risk and no adverse trends identified. This will be monitored and trended going forward.